Manufacturer narrative:
(B)(4). There was nothing found during the evaluation of this device that would cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history log was performed which did not reveal any issues that could be related to the reported issue. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device service history revealed the device was last serviced more than one year ago. The device is no longer in its original manufacture condition, and there was nothing found in the device history review that would cause or contribute to the patient death. A visual inspection was performed in which no issues were observed. The power on self-test was successfully performed. A one hour simulated therapy was successfully performed. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record did not reveal any issues that could be related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.